Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red and appeared to be irritated, not open or broken but looks like bruised from indentations and garment fitting tight. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a moisture barrier ointment for the skin irritation. Follow up indicated that the skin irritation improved.